Event description:
Review of complaint information reported that a customer was receiving consistantly high readings on their precision meter and as a result the customer's doctor increased patient's daily regimen of 4 units of novolog insulin to 8 units of novolog insulin. The customer then began to experience hyperglycemic symptoms for 6 days. When the customer went to the doctor's office, the doctor's unknown brand of meter was reading 30 points lower than their meter.